Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump shut off and read no delivery alarm. The customer was advised to perform a 5.0u fixed prime. The customer stated that the insulin did exit. The customer stated that he is able to remove the set and examine the cannula. The customer stated that the cannula is not bent. The customer was advised of possible site related issues and to revert to quick set.